Event description:
It was reported via repair work order that the head end brakes could not properly engage due to a damaged brake adjuster and cracked brake cam. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.